Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking y-site of infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue in the sample. The safety mechanism was observed to be engaged, and the dust cap was not returned. A functional test of flushing the infusion set with water was performed. A leak was observed from the y-site located just below the arm that connects to the proximal extension tubing. A microscopic observation revealed the y-site arm had a cavity at the injection point during the molding process. The observed damage was determined to be related to the manufacture of the device. The supplier was notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the nurse positioned the port-a needle properly. When preparing to draw blood, only air was aspirated and no blood return was obtained. After removing the needle for inspection, it was found that fluid was leaking at the medical device connection. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.